Event description:
A malfunction was reported with a code displayed as malf 12, but no notable events occurred prior to the issue. The impact on the customer¿s blood glucose level was not determined as they declined to answer if it had exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, and after doing so, the same malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code appears.